Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported during the vitrectomy surgery the polyamide sleeve broke off of the trocar hub in the patient's eye. The surgeon was unable to retrieve the particle during surgery. The patient will undergo a second procedure to remove the particle. The product will not be returned it was discarded. Additional information: the patient is doing well and there will be no additional procedure.